Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction code was reported. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.